Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a low glucose alert, treated with substantially more than 15 grams of carbohydrate, experienced subsequent hyperglycemia, and then received an automated correction from the ilet after which glucose went low again; troubleshooting and education were provided on fingerstick confirmation and the 15-15 rule. Symptoms included hyperglycemia followed by hypoglycemia. Outcomes included no hospitalization and no device alerts or alarms. Investigation included complaint handling with user education and troubleshooting. Investigation of this case revealed no device malfunction or component issue, and the sequence was consistent with over-treatment of an impending low followed by automated correction leading to low glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.